Event description:
It was reported that the customer kept receiving a no delivery alarm even when the insulin was coming out of the tube. Customer stated seeing the insulin from the tube but it was coming out very slowly. Customer also reported there was a time she input seven units through and nothing came out of the insulin pump. Customer received a no delivery alarm again at time of call and blood glucose was 267 mg/dl. Customer would like to return the infusion set and reservoir for analysis. Customer was not able to troubleshoot at time of call. Advised customer to please call back when the no delivery is actively happening to troubleshoot and determine the root cause. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.